Event description:
It was reported by the patient that he had a lead replaced due to it "going haywire." Additional information received from the physician office stated the lead "malfunctioned and the patient is not getting shocks any more." The lead was replaced. No further patient complications have been reported. Additional information was received alleging that the patient "suffered physical and other injury" due to the lead, and that the patient sustained "inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]". It also alleged that the patient has "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages". [Patient] has further suffered physical injuries and various physical manifestations of emotional distress".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.